Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not working, even after battery change. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent escape button response due to moisture damage on the keypad traces. The insulin pump had minor scratched lcd window, cracked case at the display window corner, broken belt clip slot and cracked reservoir tube lip.